Event description:
The user facility reported a 60-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Positioning issues and suction alarms were reported. The position was deep across the aortic valve, and the doctor attempted to pull the pump back and it was reported to have jumped. The aorta alarm sounded. The doctor was not able to re-advance the pump, and the pump was replaced. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed

Manufacturer narrative:
The investigation for the low pump flow and positioning issues has been completed. The impella device was not returned for investigation. Data logs were reviewed finding suction alarms occurred. Many positioning issues occurred during the impella support. The cause of the positioning issue most likely was use related due to improper technique as while repositioning they were accidently moved it all the way back across the aortic valve. The cause of the initial low flow was most likely improper positioning as it was identified that the pump was not in an optimal position during the suction alarms. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: use of impella with transcatheter aortic valves states: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ f6/f8 should have been left blank in the initial report. G4-added PMA number. H8-usage of device added initial use of device.